Event description:
Ethicon endo-surgery harmonic ace laparoscopic shears shaft met resistance and would not fully thread onto the head once tightened, the shaft was unable to be rotated. An add'l "like" device with the same lot number was subsequently introduced to the surgical field at which time resistance was again met when the shaft was thread to a certain point. However, this time it was able to be fully threaded past the resistance that was again met, and functioned throughout the procedure without any add'l issues. Diagnosis or reason for use: laparoscopic right hemi-colectomy.